Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device,when he calibrated the electronic patient gas system (epgs) prior to replacing oxygen (o2) sensor as per pm procedures, the epg calibrated successfully but an error message "gas system needs service" displayed on the central control monitor (ccm) and the gas icon on perfusion screen was flashing yellow. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the electronic patient gas system (epgs) did not calibrate and a "service gas system" error message was displayed on the central control monitor (ccm). The product surveillance technician (pst) connected the epgs to a system-1 simulator and ccm, attached oxygen and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute oxygen (o2) sensor warm-up period. The pst initiated calibration and calibration failed. A service gas system message appeared on the ccm. The pst temporarily replaced the software module with a lab-tested software module but the epgs still failed calibration. He temporarily replaced the internal flowmeter with a lab-tested flowmeter but the epgs still failed calibration. The pst observed that the epgs¿s flow motor was not rotating normally during the calibration attempts. He temporarily connected a lab-tested flow motor electrically to the epgs and the flow motor rotated normally when calibration was attempted. The pst found nothing that would cause this failure. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the oxygen (o2) sensor and reset gas percent hours to zero then attempted to calibrate gas system and was not able to. After pressing calibrate button, the system would start to calibrate, the calibrate button would gray out then after a couple seconds the calibrate button would return to normal(not grayed out) but the epgs would not calibrate. Fsr powered down the system-1, waited approximately 30 seconds then powered the system-1 up and attempted to calibrate the epgs again, system calibrated but "gas system needs service" error message appeared again. The fsr came back in a couple days and replaced the epgs. The fsr tested the epgs and was able to calibrate and preventive maintenance (pm) was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation.